Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. The patient reported that she was implanted in 2011 and was having to charge more frequently. The patient also reported not getting adequate pain relief in the head. No further complications were reported.